Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2020-33532, 3006705815-2020-33533. It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the entire scs system was explanted. No further information is available.